Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced shaking and trembling. The cgm was reading 70 mg/dl and a laboratory staff member provided carbohydrates. The blood glucose from lab work was 37 mg/dl, noted after the fact when the doctor called him on (B)(6) 2024. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report, the patient felt ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.